Manufacturer narrative:
An event regarding elevated metal ion levels & corrosion involving a metal head that was mated with rejuvenate monolithic stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed the information insufficient and rejected it for a medical review. Further information such as patient demographics, primary & revision operative reports, past/clinical medical history, histopathology and examination of explanted components are needed to complete the medical assessment. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor could the root cause be determined as sufficient information was not provided. The subject device has been identified to be within scope of a nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of the nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. Product surveillance will continue to monitor for trends.

Event description:
Information received from (B)(6): it was reported that the patient had a revision surgery. Implant sheet and operative notes from legal department identify the following: revision date (B)(6) 2016, operative side left, alleged persistent pain, alleged acetabular component loosening, alleged elevated cobalt and chromium levels (levels not reported), alleged black flaky residue consistent with corrosion, alleged failure of the cup to osseointegrate. Patient factor: hyperlipidemia.